Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock therapy for ventricular tachycardia (vt). The delivered shock accelerated the rhythm to ventricular fibrillation (vf). A subsequent shock was delivered and converted the rhythm. No additional adverse patient effects were reported. This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock therapy for ventricular tachycardia (vt). The delivered shock accelerated the rhythm to ventricular fibrillation (vf). A subsequent shock was delivered and converted the rhythm. No additional adverse patient effects were reported. This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.